Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a octaray mapping catheter and decanav electrophysiology catheter and the patient experienced st elevation and pneumothorax that required chest tubes and ECMO (extracorporeal membrane oxygenation). It was reported that post-procedure, st elevation was seen on the carto 3 system and the recording system. The patient's blood pressure also dropped. The patient was confirmed to have pneumothorax on the right and left lungs when the patient's chest was scanned with fluoroscopy. The medical intervention provided was 2 chest tubes. The caller reported that the patient was moved and put on ECMO. The patient was reported to be in stable condition. The patient reported that a pfa (non-bwi) generator was used for ablation. The medical team stated that the reason for the injury was unknown.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4) biosense webster manufacturer's reference number (B)(4) has 2 reports: 1) manufacturer report number 2029046-2024-01489 for the octaray (this current report. 2) manufacturer report number 2029046-2024-01450 for the decanav.